Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. The column was reset and the surgery was continued. The patient was anesthetized. The issue did not led to a delay in treatment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of the operating table during surgery, was to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and h6 health effect ¿ impact codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. The column was reset and the surgery was continued. The patient was anesthetized. The issue did not led to a delay in treatment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of the operating table during surgery, was to reoccur. Corrected b5 describe event or problem: on 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. Information regarding table positon was lost due to the issue which led to an interruption of the surgery for 12 minutes. Following the column reset the table top leveled back up and the surgery was continued. The patient was anesthetized at the time of incident. The remaining surgeries of the day were postponed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
On 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. Information regarding table positon was lost due to the issue which led to an interruption of the surgery for 12 minutes. Following the column reset the table top leveled back up and the surgery was continued. The patient was anesthetized at the time of incident. The remaining surgeries of the day were postponed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. Information regarding table position was lost due to the issue which led to an interruption of the surgery for 12 minutes. Following the column reset the table top leveled back up and the surgery was continued. The patient was anesthetized at the time of incident. The remaining surgeries of the day were postponed. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the record has been reevaluated. According to the performed review, the information regarding the initial occurrence of the malfunction on this device was received in april 2023 and reported under manufacturer¿s reference number: (B)(4) (report number: 8010652-2023-00134). Based on additional input from getinge employee it was possible to determine that the customer did not accept the quotation and no repair was performed after the first incident. As the customer deliberately used a defective product, it has been concluded that the scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification due to malfunction of the valve. The device was being used for patient treatment when the malfunction occurred. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h4 device manufacture date, h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. Information regarding table positon was lost due to the issue which led to an interruption of the surgery for 12 minutes. Following the column reset the table top leveled back up and the surgery was continued. The patient was anesthetized at the time of incident. The remaining surgeries of the day were postponed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. Information regarding table position was lost due to the issue which led to an interruption of the surgery for 12 minutes. Following the column reset the table top leveled back up and the surgery was continued. The patient was anesthetized at the time of incident. The remaining surgeries of the day were postponed. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the record has been reevaluated. According to the performed review, the information regarding the initial occurrence of the malfunction on this device was received in april 2023 and reported under manufacturer¿s reference number: (B)(4) (report number: 8010652-2023-00134). Based on additional input from getinge employee it was possible to determine that the customer did not accept the quotation and no repair was performed after the first incident. As the customer deliberately used a defective product, it has been concluded that the scenario described in the record is considered as non-reportable. Previous d1 brand name: hybrid or table column, surface-mounted. Corrected d1 brand name: magnus operating table. Previous d4 catalog #: 118001b2. Corrected d4 catalog #: n/a. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 10/01/2016. Corrected h4 device manufacture date: 10/11/2016. Previous h6 medical device ¿ problem code: mechanical problem/unintended movement//3026. Corrected h6 medical device ¿ problem code: material integrity problem/degraded//1153. Use of device problem///1670.

Event description:
On 4th september 2023 getinge became aware of a situation with one of our columns ¿ 118001b2 - hybrid or table column, surface-mounted. As it was stated, during lower limb arteriography treatment, when the operating table was moved to a certain position along the long axis, fast unintended down movement (1-2 cm) of one end of the table occurred. Information regarding table position was lost due to the issue which led to an interruption of the surgery for 12 minutes. Following the column reset the table top leveled back up and the surgery was continued. The patient was anesthetized at the time of incident. The remaining surgeries of the day were postponed. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the record has been reevaluated. According to the performed review, the information regarding the initial occurrence of the malfunction on this device was received in april 2023 and reported under manufacturer¿s reference number: (B)(4) (report number: 8010652-2023-00134). Based on additional input from getinge employee it was possible to determine that the customer did not accept the quotation and no repair was performed after the first incident. As the customer deliberately used a defective product, it has been concluded that the scenario described in the record is considered as non-reportable.